Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will not boot and charge. Receiver download retrieved and attached: failed - unable to get receiver to communicate with the dexcom global receiver communication tool. - "call tech support error err121" error message was observed on screen of the receiver. The root cause of the receiver complaint is undetermined because of the occurrence of the call tech support error err121. The complaint was undetermined for receiver ceases to function. The root cause is undetermined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.